Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure the cannula properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) in less than 1 hour of wearing the pod. The reporter stated after applying the pod on their arm, the pod was becoming a little loose, and leaking was observed at the pod site. The reporter did confirm that the cannula did insert into their skin at the time of application. The pod was removed and the patient resumed treatment.